Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 24-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse verified the ratcheting sound when the wash syringe was running. Fse replaced the wash syringe, upgraded the instrument software from v1.35 to v1.36s. Customer ran daily check, instrument passed. Instrument is functioning without any errors. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 24-dec-2016 through aware date 24-jan-2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under safety precautions states to contact the authorized representative prior to removal of equipment from use for repair or disposal. The most probable cause of the reported event was due to a faulty wash syringe.

Event description:
On (B)(6) 2018, a customer reported lots of noise from the aia-360 instrument. Customer stated noise seems to be coming from a metal panel when the sample nozzle is rinsing. Customer removed the back panel and can identify the area the noise is coming from but not the cause of the noise. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth (intact parathyroid hormone). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.